Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the information provided only. The filter dwell time is unknown and no imaging was provided and based on the limited information received it would be inappropriate to speculate at what may or may not have caused the filter to tilt. However, it is noted that the filter was considered in a straight position in the first place and that the tilt was observed during the retrieval procedure, when contrast medium was injected. Also, it is noted that the tilt caused the reported difficulties in retrieving the filter, as the retrieval loop could not capture the filter hook and was straightened. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref # (B)(4). Similar to device under PMA/510(k): k172557. Investigation is still in progress. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2019, igtcfs-65-jp-jug-tulip/ lot e3776385 was placed in the body. The rep did not attend the procedure and long time has passed since the procedure, so it is difficult to get further details. According to the rep, filter tilt was not confirmed until the retrieval procedure performed on (B)(6) 2019. Filter retrieval procedure was performed on (B)(6) 2019 and the rep attended the procedure. At first glance it looked like the filter was placed in straight, but when the patient anatomy was observed with contrast medium, filter tilt was confirmed. According to the rep, the patient's tortuous anatomy may have affected to the filter tilt. Approach was gained from the right jugular vein to retrieve ivc filter. After inserting the sheath (gtrs-200-rb/ e3832355), retrieval loop system advanced to the target and the user attempted to retrieve the filter. He attempted several times to capture the filter hook but the shape of the loop changed during the attempt. Normally, loop is bent 90 degrees but the loop became straight (180 degrees). (Pr266992). Another gtrs-200-rb was used instead but the filter was not retrieved because the filter was tilted and the user could not capture the filter hook with the loop. After the procedure, the patient was transferred to another hospital and the filter was retrieved. There have been no adverse effects to the patient reported. (Pr298554) patient outcome: there have been no adverse effects to the patient reported.